Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a sudden and brief loss of telemetry; the device resumed normal function after the brief loss. The patient was doing fine and would continue to be monitored. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.